Event description:
A surgeon provided a pt's medical records that indicated an overcorrection of astigmatism following intraocular lens (iol) implant surgery. Additionally, the records indicated that, at approx three weeks preoperatively and on the day of surgery, cyclotorting and epithelial defects were noted. The pt's ocular history included drusen posterior vitreous detachment, and contact lens use for 20 years. It was also noted the pt had been out of contact lenses for nine days prior to cataract eval. At one day postoperative, the pt was noted to be "doing well", the cornea was clear, macula flat, and the iol centered. At one week postoperative, it was noted that the pt has not been using the operative medication (drops leaked out of bottle) and was given another prescription. Also, the surgeon noted suspect macular degeneration and overestimation of sph (super pin hole) potential. At two weeks postoperative, the pt stated that she 'feels like vision is getting better". At six weeks postoperative, pt was noted to have healed well and stated that "va some better today". Medication for dry eye was also prescribed at this time. At eight weeks postoperative, the pt stated that "va is better, still blurry, not perfect". The surgeon noted that refractive data suggests overcorrection of astigmatism. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on: 05/13/2011. (B)(4).